Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 event was determined to be a duplicate record. 1 device was evaluated in the field and it was determined the device was experiencing gatch drift, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were functionally/visually inspected in the field; no defects or malfunctions were found. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.